Event description:
It was reported that the customer was receiving the no delivery alarm on the insulin pump during basal delivery. The customer's blood glucose was 293 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that insulin did not exit. Advised customer to perform a manual prime, and insulin exited the tubing. Explained that the customer's insulin pump was working as designed. The customer then mentioned receiving a no delivery alarm in the past that was resolved by an infusion set change. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.